Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to product performance issue. Additional information that was received from the field representative indicated that upon change out, this ra lead was found to be dislodged. This ra lead was then surgically abandoned due to the age of the lead. No additional adverse patient effects were reported.